Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. While trying to push the taxus express2 3.0 x 20 mm stent through the guide catheter the taxus stent delivery device shaft fractured. The physician removed the fractured catheter without any complications. The procedure was successfully completed using another taxus express2 3.0 x 20 mm stent. Pt status is reported to be "satisfactory/good."